Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic embolization procedure. When the catheter was pulled out of the holder after flushing, resistance occurred and the catheter was broken.